Event description:
It was reported that a stent was implanted in the right proximal sfa taking a contralateral approach, using a 6 f sheath and a guidewire, size unknown. After it was implanted, a 5x8 pta balloon was used to open it up as it looked like it was not completely open. When images were taken, the stent appeared to be fractured. There is good blood flow and no additional interventions required at this time. The doctor will follow the pt with vascular ultrasounds in his office. To make sure it remains patent. No reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for eval. It is unknown if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unknown.